Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that, the patient was hospitalized due to high blood glucose levels on (B)(6) 2024. Patient's blood glucose at the time of event was 21.5 mmol/l. The patient's ketone level was measured at 4.1 mmol/l. Patient reported symptom of not feeling well. Patient was treated via intravenous insulin. Patient was hospitalized for more than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.